Event description:
It was reported that during a procedure of the left anterior descending artery, the 4.5 x 08 mm nc trek balloon catheter was being used for post-dilatation expansion of the xience v stent and was successfully deflated, however, the device could not be removed through the 5 fr non-abbott guide catheter. The balloon was re-inflated at a low atmosphere and again deflated; however, several attempts to get the balloon back into the guide catheter were unsuccessful and all of the devices were removed from the anatomy together as a unit without issue. Deflation was confirmed under angiography, but when the device was removed, the proximal end of the balloon was observed to be bunched up. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The resistance with the guiding catheter and balloon bunching were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.